Manufacturer narrative:
The other relevant component includes: product ID 8711 (B)(4) implanted: (B)(6) 2006 explanted: (B)(6) 2017 product type catheter. Interrogation of the device revealed the pump had been programmed to deliver 50.0 mg/ml of hydromorphone at 15.007 mg/day and 12.2 mg/ml of bupivacaine at 3.662 mg/day via the simple continuous infusion mode. Evaluation of implantable pump serial number (B)(4) did not reveal any anomalies. The returned pump passed all functional testing in the lab. Evaluation of implantable catheter serial number (B)(4) revealed a slice cut in the straight connector, consistent with explant damage. The catheter was found to be patent and passed pressure leak testing in the lab. (B)(4) is no longer applicable. (B)(4) applies to both the pump and the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned to the manufacturer for analysis with no additional information.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8711, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving dilaudid 50mg; 15mg and bupivacaine 12.2mg; 3.6mg via an implantable pump. Indication for use was post lumbar laminectomy syndrome and spinal pain. The date of the event was approximately (B)(6) 2017. It was reported the pump and or catheter were reported to not be functioning properly. The pump and catheter were replaced on (B)(6) 2017. The device will be returned. The spinal segment was left implanted. The issue was resolved. Patient status at time of this report was alive - no injury. Other medications the patient was taking at time of the event were not available. Patient weight and medical history were unknown. No further complications were reported.